Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention controls and a retention meter. Testing results (qc range = 2.2 ¿ 3.4 inr): qc 1: 2.7 inr, qc 2: 2.6 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot-qc lot. All measurements were without error messages. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Unique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). The customer had a surgery scheduled and had been off coumadin for four days prior. At 3:39 am, the result from the meter was 1.8 inr. Less than four hours later, the result from the laboratory using an unknown reagent was 2.3 inr. This result was believed to be correct. The doctor canceled the surgery due to the laboratory result. The therapeutic range was 1.8-3.5 inr and the customer tests every two weeks.